Event description:
In 2009, I had the essure procedure done. After it was completed, I began to notice strange cramping. I began having serious night sweats that my husband and I attributed to possible pre-menopause. I gained (B)(6) and I had serious lower back pain in the same spot. I assumed all of these symptoms were due to other issues. In the mean time, my husband and I continued to have intercourse on a regular basis but I noticed some pain with increasing in certain positions that had never occurred before. I recently had xrays done for an unrelated sports injury and the xray shows that one of the coils has migrated out of position and is now lodged somewhere in my uterus which will require surgery to remove. I now wish to have them both removed in order to relieve myself of these symptoms that I am now attributing to the metal coils. It was put in (B)(6).